Manufacturer narrative:
The devices were returned to the factory for evaluation. They both showed no signs of clinical usage or evidence of blood. The delivery devices were returned outside the loading devices. The tension spring assemblies, seals, and anchor tabs were located inside the body of the loading services. The green slide locks were locked and the white plungers were not depressed on the delivery devices. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to load properly as the seal remained inside of the loading device upon removal of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.